Event description:
It was reported that the patient presented in clinic. An attempt to perform a firmware upgrade on the pulse generator resulted in backup operation. The patient did not feel well while the device was in backup mode. The device was successfully restored to original firmware and was reprogrammed. No additional attempts to upgrade the firmware were made.